Event description:
After an implantation period of approx. 82 months, it was observed via home monitoring that the device shows the eos status. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation confirmed the eos battery status. Eos was activated by the ICD during an automatic capacitor reformation on (B)(6) 2022. All documented capacitor reformations were successfully performed until (B)(6) 2022. However, a significant increase of charging times since (B)(6) 2021 up to a value of 17.4 ms was noted. The data further showed an unexpected battery voltage trend since (B)(6) 2021. The battery voltage decreased up to values close to the eri threshold, but the eri status was not activated because the threshold voltage was not reached. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver anti-bradycardia therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The ICD functioned as expected regarding anti-bradycardia therapies, which indicates that the anti-bradycardia therapy functionality was fully available while the ICD was still implanted and in service. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery, which could be attributed to an increased internal self-depletion within the battery due to an internal short circuit. This ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021. In conclusion, the eos status was confirmed. Based on analysis it can be assumed that during the last capacitor reformation, at which the battery experiences a high load, an additional sudden battery voltage drop occurred due to an internal short circuit within the battery. This coincidental combination led to the rare event of an eos detection without previous eri status notification. Please note, that the anti-bradycardia therapy functions remain active after eos status activation. Analysis of the device showed that the anti-bradycardia therapy functions worked normal and as expected.